Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reports experiencing an unrelated elevated bg level of 300 (mg/dl). A pump correction bolus was delivered to address bg levels. The cartridge was successfully reloaded after the pump reset. Recommendation was made to consult with a health care provider to discuss diabetes management.